Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer was unable to complete the check. Customer successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 90-200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.